Event description:
Spontaneous deflation of the left saline breat implant requiring explantation, revision of breast construction and replacement of implant. Implant noted to be ruptured at the seam with small amount of fluid remaining in implant. Original size approx 400 cc.